Manufacturer narrative:
(B)(4). The customer has advised physio-control that they are unsure of their plans for this device. They are unsure if they will replace the device. Physio-control has not received the device from the customer. The cause of the reported failure could not be determined.

Event description:
The customer reported that their device was displaying all three icons (attention, service, and charge-pak) and would not power on. There was no patient use associated with the reported failure.